Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when the device was opened on the set, put into patient and when the surgeon ready to use it, the device misfired inside the patient. There were not able to squeeze the handle at all. It was immediately removed, inspected by the nurse and found to be complete. The device was then bagged for evaluation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when the device was opened on the set, put into patient and when the surgeon ready to use it, the device misfired inside the patient. It was immediately removed, inspected by the nurse and found to be complete. The device was then bagged for evaluation. There was no patient injury.